Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant products: 5076-52 lead, implanted: (B)(6) 2000; 419688 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the patient received inappropriate shocks due to fracture of the right ventricular (rv) lead. Oversensing was noted. A lead integrity alert (lia) triggered for sensing integrity counter (sic) and high-rate non-sustained episodes. High superior vena cava (svc) and rv impedances were also noted. It was also reported that the right atrial (ra) lead had high thresholds, a gradual impedance increase to high levels, oversensing, and far field r-wave (ffrw) oversensing. Simultaneous noise on the atrial and ventricular channels was noted. Upon extraction of the rv lead, the ra lead pulled back and physical damage was noted. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.